Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found all switches to be functioning properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification link screws. The link and link switch will require adjustment and verification to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump blue key did not open the device during an unspecified process step. There was no patient involvement. No additional information is available.